Event description:
It was reported that(3) devices were used during a laparoscopic nissen. It was reported by the rep that the hp053 instruments failed(the connectors). An old handpiece was used to complete the case. There was no consequence to the pt.